Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured, and a pinhole was noted. The 90% stenosed target lesion was located in the moderately calcified shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 10atm for 1 minute. However, the balloon ruptured upon second inflation at 10atm and a pinhole was also noted. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.